Event description:
The customer reported that the m1669a ECG trunk cable was not working (no signal acquisition). No patient incident/injury was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.